Event description:
A report was received regarding a memorylens which had been implanted in a pt's right eye in 2000. The pt complained of halo and glare at night and while driving at a follow up exam 13 days later. Their visual acuity at exam was 20/40 od. When the dr examined the iol, they visualized what appeared to be a scratch or crack in the lens, and explanted and replaced the lens. There have been no further reports of complications with the pt since the lens was replaced.